Manufacturer narrative:
The meter and strips were requested for investigation. Replacement product was sent. The patient's test strips lot 50772321 are not expected for return or has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The patient's meter serial number (B)(4) was provided for investigation where they were tested using retention strips and retention lin 3 controls. Testing results (qc range = 4.1-6.8 inr): qc 1: 5.4 inr. Qc 2: 5.4 inr. Qc 3: 5.4 inr. The patient's husband's meter serial number (B)(4) and one test strip lot 51508621 were returned for investigation and were tested using retention lin 3 controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation is lay user/patient.

Event description:
We received an allegation of questionable inr results for one patient tested with two coaguchek xs meters. The serial numbers for the two meters used for testing were (B)(4) and (B)(4). The patient's meter had the serial number (B)(4). The patient's husband's meter had the serial number (B)(4). A new finger was used for each meter test. At 11:47 a.m, the patient's meter result on her meter with test strip lot 50772321 was 3.7 inr. At 12:25 p.m., the patient's meter result on her meter with test strip lot 50772321 was 3.7 inr. At 12:28 p.m., the patient's meter result on her husband's meter with test strip lot 51508621 was 2.8 inr. The patient reported the inr result of 2.8 inr to their independent diagnostic testing facility. The patient¿s therapeutic range was 2.0-3.0 inr. The patient¿s testing frequency is weekly.